Event description:
Customer reportedly obtained a result of 117mg/dl on the advantage system while a professional device produced a result of 69mg/dl within 10 minutes. No action taken on customer's device result. Customer was again tested on the professional device at 69mg/dl, 10-15 minutes later and then given a tube of glucose. Requested return of suspect system and replacement was sent.